Manufacturer narrative:
(B)(6).

Event description:
It was reported that a split was noted at the flange - shaft junction of a smiths medical bivona® tts¿ (tight-to-shaft) tracheostomy tube. It was required that the patient have an "immediate tracheostomy change" out. There were no reported adverse patient effects.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection of the device found a split on the right side of the neck flange. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. A review of (B)(4) assemblies on the line was performed for molding issues and did not detect any damage. Based on the evidence, a root cause was unable to be confirmed. It was determined that the most probable root cause is that damaged occurred after the device left the manufacturing facility.